Event description:
During minimal invasive ivor lewis procedure, after performing multiple bronchoscopies intraoperatively, the end of the single-use fiber optic suddenly got stuck in the double lumen tube. As per the customer, this was because the tube simply fell apart. No application of force. The tip simply fell off and blocked the tube, making ventilation impossible. The patient then had to be intubated. The patient has not suffered any damage as a result of this incident.

Manufacturer narrative:
The investigation is currently ongoing; we will submit a follow-up report as soon as the investigation is finalized. Follow-up report 04-04-2025. B4: date of this report, g6: follow-up report #1, h2: device evaluation, h6: coding for investigation findings and cause of failure updated based on investigation results, h10: updated, h11: we verified the reported failure from the returned sample. The customer returned for investigation one ascope 4 broncho regular with detached distal tip stuck inside shiley's 41 fr double lumen tube (dlt). Visual inspection of the returned sample revealed that the distal end broke at the bending section with both steering and camera wires still attached to the main tube. Sufficient glue was observed between the main tube and the distal end, ruling out that the failure was linked to assembly process. Maximum diameter of insertion portion of ascope 4 broncho regular is 5.5mm, which is compatible with minimum dlt size of 41 fr according to the instructions for use, thus compatible with shiley's dlt 41 fr. The returned shiley's dlt 41 fr was measured using digital caliper revealing the inner diameter of 5.35mm, while the inner diameter specification is stated as 5.4 mm on the product website. Therefore, based on investigation results, the cause of reported failure was the mismatch between the inner diameter of dlt (5.35mm) tube and maximum outer diameter of ascope 4 broncho regular (5.5mm), which lead to the scope getting stuck inside the tube an as user pulled the scope, the distal end broke off.

Manufacturer narrative:
The investigation is currently ongoing, we will submit a follow-up report as soon as the investigation is finalized.

Event description:
During minimal invasive ivor lewis procedure, after performing multiple bronchoscopies intraoperatively, the end of the single-use fiber optic suddenly got stuck in the double lumen tube. As per the customer, this was because the tube simply fell apart. No application of force. The tip simply fell off and blocked the tube, making ventilation impossible. The patient then had to be intubated. The patient has not suffered any damage as a result of this incident.